Event description:
The customer stated that he preformed back to back blood glucose tests using his elite meter and another meter (brand unk). The elite meter read 26 mg/dl, while the other meter read 153 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.